Manufacturer narrative:
H.6. Investigation: photos received for investigation, this catalog number 309657 is manufactured at two different bd plants, depending on what regions have been registered for products made in both locations the label may be different. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe was incorrectly labeled and mixed in with the plastipak syringes. The following information was provided by the initial reporter: "this product is being returned due to an identified defect on product marked made in mexico." "The customer provided.. Picture and lot numbers 1088375 (plastipak) and 1043505 for the other product not labeled as plastipak. Both are being reported as non-usable per the customer."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok" tip disposable syringe was incorrectly labeled and mixed in with the plastipak syringes. The following information was provided by the initial reporter: "this product is being returned due to an identified defect on product marked made in (B)(4)." "The customer provided.. Picture and lot numbers 1088375 (plastipak) and 1043505 for the other product not labeled as plastipak. Both are being reported as non-usable per the customer".